Event description:
The customer reported that the co2 was not registering. There was no pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.